Event description:
During stereotactic breast biopsy the radiologist deployed a securemark biopsy clip through the hub of the stereo probe to finish the biopsy and found on the post clip imaging, the clip had not deployed. A second clip (different lot #) was attempted with the same result- no clip seen on post clip image. Third clip attempted and was successfully deployed. Films showed no extra clips and search did not locate any missing clips. The clips were not in the product.